Event description:
It was reported that the customer reported was hospitalized for high blood glucose several months ago. It was stated that last month, the customer's blood glucose dropped to 51 mg/dl while going to the hospital for an exam. The customer stated that the doctor wanted her to upload to the carelink, but she has not been successful in uploading the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.